Event description:
The matrixmandible screw broke during insertion. The doctor approached from the lower jaw front and the fractured part was reduced. The jaw was stabilized with a plate and several screws. In the middle of the screw insertion after the perforation was prepared, the screw broke. The shaft portion which remained in the bone was shaved the surrounding bone of the shaft and extracted. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The dimension of the broken matrixmandible screw was verified and found to the in accordance with the technical drawing and specifications. The examination of the manufacturing papers showed no deviation from normal conditions or rather any irregularities of the production process. The screw was examined using the scanning electron microscope and we have concluded that the failure was caused by torsional overload. The clockwise orientation of the fracture surface proves that the investigated matrixmandible screw broke during screw insertion. The failure of the investigated screw was due to torsional forces, which led to overload and breakage. No evidence of material defects could be found.